Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A previous investigation found eco (B)(4) was implemented in (B)(6) 2005 to add suture holes in order to secure the trial head to the surrounding tissue and an x-ray wire was added to allow the end user to locate the head trial if it became loose in the wound. It is unknown if the complaint sample was manufactured prior or after the changes. Preliminary risk assessment (B)(4) was conducted on (B)(6) 2015 and determined no patient risk. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The 32mm + 9 trial femoral head was lost anteriorly in patient. Trial head was found and removed from patient. Surgery was extended by two hours.